Manufacturer narrative:
The insulin pump was received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip. Motor error alarm during rewind due to corroded motor home switch.

Event description:
The customer reported via phone call for cosmetic damage. The patient¿s blood glucose level was 84 mg/dl at the time of the incident. The customer also reported plastic collar where the reservoir goes in part of it has chipped off where the res connects to insulin pump. The insulin pump was returned for analysis.